Event description:
It was reported that the pt hears static and clicking noises with their implant. At times the sound disappears. The pt had surgery in jan. 2004 and details about the operation are being sought. Testing confirmed that the device is malfunctioning.